Manufacturer narrative:
The initial reporter address and phone were not provided.

Event description:
The advocate stated her mother received a blood glucose reading of 522mg/dl from her contour meter and a reading of 209mg/dl from a different meter.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the advocate was advised to return the test strips for evaluation.replacement test strips were sent to the customer.